Event description:
Patient reported they went to the dentist who informed them that their bite was further messed up by the byte aligners that are causing further dental issues. Their dentist said the aligners caused a crossbite, and will require more orthodontic treatment to correct.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.